Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 9 patient samples on a cobas 8000 cobas ise module. The customer provided examples of discrepant results for 2 patient samples. On (B)(6) 2022, patient 1 had an initial na result of 126 mmol/l. The repeat results were 141 mmol/l and 143 mmol/l. On (B)(6) 2022, patient 2 had an initial na result of 132.9 mmol/l. The repeat result was 140.3 mmol/l. It is unknown if any questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
Several valves and gaskets were replaced on the analyzer. It was determined that the root cause of the event is consistent with pre-analytical sample handling issues.